Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The inflation difficulty occurred during the first inflation attempt. There was zero inflation noted. The device was not moved or repositioned in the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. It was reported that during stent deployment an attempt was made to inflate the stent delivery balloon and it was noted that it was unable to inflate. The balloon was also noted to rupture. The stent and delivery system were removed successfully from the patient without issue or harm. The patient was reported to be alive with no injury.